Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular lead was exhibiting no capture due to a fracture. Therefore, a revision procedure was performed and the lead was removed from service. A new lead was implanted without further incident.